Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent a hip revision procedure approximately 18 years post-implantation due to wear of the acetabular liner. During the procedure, the femoral head and acetabular liner were removed and replaced.